Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving sufentanil at an unknown dose and concentration via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient had a "bad reaction" to the medication in their pump. The patient described that on (B)(6) 2017 she had her pump refilled and "that night when it kicked in" she had a very bad reaction and had to go to the emergency room(ER). On (B)(6) 2018 she didn't know what happened but the next morning she had to go to the ER. During both incidents the patient was treated for overdose by her healthcare provider. The patient described the dose/concentration of drug in her pump as "a teeny tiny amount". It was reported that the patient was finally able to see her hcp and have the pump medication turned down. The patient was noted as "doing okay". No further complications have been reported as a result of this event.